Event description:
Per the clinic. The device was explanted on (B)(6) 2024 due to non-auditory sensations. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.